Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. Exact root cause was not determined as no performance issue found. Most likely lack of soft restart in patch 14 cause triggered this alarms, which was resolved with version 6.1.0.2.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. However, vyaire medical field service technician went onsite, the unit powered on and alarm 401 in alarm logs is not visible. Performed three(3) circuit tests and all passed. After ten(10) hard restarts, per support, the vent does not appear to have any issues. Run through the performance verification and passed. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us had an alarm 401 - inspiration valve or device leaky prior patient use. Furthermore, was no patient involvement associated with this event. The customer confirmed that the issue happened during unit set up.